Event description:
It was reported that during field service by our engineer, liquid ingress on the ac/dc converter board of the ventilator was detected. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during field service by our engineer, liquid ingress on the ac/dc converter board of the ventilator was detected. The ventilator was working as expected when using battery power. After the ac/dc converter was replaced, the ventilator was returned to the customer after passed functional tests. No more information was reported available. A failure with the ac/dc converter itself won't affect ventilation. However, liquid ingress on the ac/dc converter board may, as a worst case scenario, spread to other parts of the ventilator that can lead to short circuiting. It was not explained how or when the liquid entered the ventilator.

Event description:
Manufacturer ref.#: (B)(4).